Event description:
Account experiencing discrepant sodium results. The following fifteen examples were provided. Pts 1 thru 14 occurred in late 2007. Pt 15 occurred in 2008. Pt 1, initial result gave 128 mmol/l; repeat gave 135 mmol/l. Pt 2, initial result gave 126 mmol/l; repeat gave 133 mmol/l. Pt 3, initial result gave 132 mmol/l; repeat gave 139 mmol/l. Pt 4, initial result gave 129 mmol/l; repeat gave 136 mmol/l. Pt 5, initial result gave 124 mmol/l; repeat gave 131 mmol/l. Pt 6, initial result gave 132 mmol/l; repeat gave 139 mmol/l. Pt 7, initial result gave 127 mmol/l; repeat gave 134 mmol/l. Pt 8, initial result gave 131 mmol/l; repeat gave 138 mmol/l. Pt 9, initial result gave 128 mmol/l; repeat gave 135 mmol/l. Pt 10, initial result gave 182 mmol/l; repeat gave 135 mmol/l. Pt 11, initial result gave 129 mmol/l; repeat gave 137 mmol/l. Pt 12, initial result gave 123 mmol/l; repeat gave 130 mmol/l. Pt 13, initial result gave 124 mmol/l; repeat gave 135 mmol/l. Pt 14, initial result gave 131 mmol/l; repeat gave 141 mmol/l. Pt 15, initial result gave 127 mmol/l; repeat gave 134 mmol/l. No erroneous results were reported. The user performed troubleshooting and maintenance activities which resolved the issue. The field svc rep was unable to determine a root cause and could not duplicate the issue.